Event description:
It was reported that the atrial lead threshold rose post a device changeout procedure and there was no atrial capture. The outputs on the new device were reprogrammed and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d224drg ICD, implanted: (B)(6) 2012. (B)(4).